Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: middle of case, it just lost signal, restarted, still showing black screen on sdc screen. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper insertion and removal of dvi cable or damaged dvi cable used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.